Event description:
Per a report from radiology dated (B)(6) 2016, "an infrarenal ivc filter is in place, the proximal noted to be outside the lumen of the ivc. The anterior process appears to enter the transverse duodenum. There is no periduodenal fat stranding or fluid collection. There is a nonocclusive filling defect in the right common femoral vein." Per a retrieval note dated (B)(6) 2016, "indwelling ivc filter in the infrarenal ivc. Rupture of the ivc during unsuccessful ivc filter removal, temporized by balloon occlusion of the suprarenal ivc and bilateral common iliac veins; balloons were removed at the end of the case. Ivc stent-graft placement with cessation of contrast extravasation and restoration of inline flow. Jailing of the ivc filter between the stent-graft and the wall of the ivc; the filter is still in place." Per an unsuccessful retrieval report dated (B)(6) 2016,"CT venogram performed at [hospital] confirmed penetration of the ivc and adjacent duodenum by the ivc filter and identified an abscess in the pelvis. Because of these findings, as well as reported life threatening bacteremia and duodenal ulceration, removal of the ivc filter was felt to be strongly indicated. Tearing of the ivc is both an inherent risk of filter removal and a rare complication which did unfortunately occur in this case. This occurrence necessitated rapid deployment of multiple large stent-grafts in the ivc in order to cover the tear." "However, as we discussed one of the sharp struts of the ivc filter we managed to move, but not remove, is poking into the major [artery] in your abdomen, the aorta. Right now this is not causing you [problems], and the CT scan shows no evidence that this sharp piece of metal has caused any bleeding. But I would be worried, long-term, that this could cause a bleed or just a weakening of the aortic wall which could cause slow dilation of this vessel, creating an aneurysm there. Unfortunately this is not an easy issue to fix. Your filter simply cannot be removed now, by anyone, anywhere, even by a major open operation." Per a report from CT (computed tomography) dated (B)(6) 2016, "attempted inferior vena cava filter removal complicated by inferior vena cava tear requiring inferior vena cava stent graft reconstruction. The filter could not be removed." "Status post attempted ivc filter removal on (B)(6) 2016. Residual struts of the ivc filter are seen visualized projecting outside the ivc wall. No evidence of strut within the lumen of duodenum in the present study. However, two strut fragments are seen extending into the posterior wall of the third part of the duodenum. Stable nonocclusive thrombus in right common femoral vein."

Manufacturer narrative:
Patient code(s): organ(s), perforation of (1987) and perforation (2001) were selected in addition to the previously submitted patient codes. Perforation was selected for the reported aorta perforation. Device code(s): appropriate term/code not available (3191) was selected for the reported device perforation. The investigation was reopened due to additional information provided. The following allegations have been investigated: stent graft reconstruction and ivc (inferior vena cava) tear. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stent graft reconstruction and ivc (inferior vena cava) tear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook gunther tulip filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). (B)(4). Corrected data based on new information received: rpn corrected from igtcfs-65-uni to igtcfs-65-1-uni-tulip. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device tilt, vena cava perforation, ivc tear, bleeding, stent graft reconstruction, unable to remove'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported bleeding is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device tilt, vena cava perforation, ivc tear, bleeding, stent graft reconstruction, unable to remove". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: g5)510(k) k032426. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 07/21/2017 as follows: patient allegedly received an implant on (B)(6) 2011 due to deep vein and bilateral superficial venous thrombosis. Patient is alleging device tilt, vena cava perforation, ivc tear, bleeding, stent graft reconstructing, due to the device. Patient alleges ivc tear and hemorrhagic shock requiring ivc stent-graft reconstruction and pelvic drain placement as a result off the attempted device removal on (B)(6) 2016. Patient alleges that the device is unable to be retrieved.